Manufacturer narrative:
Lot # : unknown . Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: a photo was received showing defect. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter during a blood collection leaked blood from the tube near the hub. There was no serious injury or medical intervention reported.